Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The account indicated that (B)(6) results were obtained on an alternate assay and for antibody to hepatitis b virus core antigen. The account also indicated that retesting using a different lot of abbott axsym hbsag (i.e., 01009m600), produced confirmed (B)(6) results, which were the expected results. A customer returned patient sample was provided to assist in the investigation. The investigation team evaluated the returned patient sample with material from our inventory of axsym hbsag, lot 94079m500, and initially and repeatedly (B)(6) results were obtained (initial result (s/co): (B)(6). The sample was confirmed (B)(6) using file kit material of axsym hbsag confirmatory, lot 91091m500, with axsym hbsag, lot 94079m500. Note: evaluation of the returned patient sample with axsym hbsag, lot 92872m500, could not be performed since the material was expired. Furthermore, testing with axsym hbsag, lot 94129m600, also could not be performed due to sample exhaustion. The investigation team reviewed quality records to determine if other customers had experienced similar issues that might warrant further investigation. The review did not show any unusual activity related to the customer observations. Based on this review, as well as the investigational testing conducted, it is determined that the product is performing as expected. This investigation indicates that the product is effective and is performing acceptably. No product deficiency was identified.

Event description:
The account stated 5 patients tested axsym hbsag repeat reactive but did not confirm with axsym hbsag confirmatory assay as expected. Specific patient data was provided for 3 of the 5 patients. No results were reported outside of the laboratory. No impact to patient management was reported. Patient 2 data: axsym hbsag = reactive (122.22, 113.21, 115.20 s/co). Axsym hbsag confirmatory = nonconfirming. Total core = reactive.